Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. A review of the pump history showed a call service alarm on the reported date of (B)(6) 2013. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation and evaluation revealed moisture corrosion was on printed circuit board and internal components of the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Moisture corrosion was observed on the internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.